Event description:
Customer called to report the insulin pump alarmed during the prime process. Blood glucose reading was 220 mg/dl. Insulin is squirting out during the manual prime process. Troubleshooting was performed. Drive support cap was found to be protruded. Advised to discontinue use of the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Prime alarmed during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.